Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va19c6f, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-aug-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator. It was reported that patient had an abandoned lead tip. MRI guidelines were requested. Then on 2019-apr-26, additional information was received. Rep reported that there was open impedance and low battery life leading to the replacement. During replacement healthcare professional (hcp) was able to remove lead except the very top. Hcp spent 20+ minutes but could not retrieve very end of lead where electrodes were. Rep stated that all that was left behind of the lead that fractured was the very end where the electrodes are, the last 4 electrodes. No further complications were reported or anticipated.

Manufacturer narrative:
Date of event is estimate. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that the with unstable battery, open impedance and low battery was it first noticed back in (B)(6) 2019. The affected ins and removed lead part had since been discarded. No further complications were reported or anticipated.

Manufacturer narrative:
Some of the information captured here was previously reported in 3007566237-2019-01083 . Due to new information received, it was determined that event previously reported in 3007566237-2019-01083 is related to this event, and all further information will be reported here. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Rep said the hcp replaced the ins and wanted to use an antibacterial envelope for the ins to stabilize the implant site; the battery was unstable in the pocket. Intended use of the antibacterial envelope was reviewed with the rep. The rep was also reminded that the pouch is absorbed after nine weeks. No patient symptoms were reported and no further complications have been reported as a result of this event. Additional information was received from a health care professional via a manufacturer representative on (B)(6) 2019. It was reported that the battery had rotated slightly in the pocket, so they wanted to suture down the new battery to provide more stability. The cause of the instability issue was not known. The battery was replaced with no further issues. No further patient complications are anticipated or expected as a result of this event.